Event description:
A customer reported that blunt knives were detected, but with unknown procedure or patient involvement. Additional information has been requested.

Manufacturer narrative:
No sample or lot number information has been received to date. Additional information has been requested. A root cause has not yet been identified. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).